Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the comprehensive metabolic panel (cmp) results of a patient recovered similarly to results of another patient sample on a dimension exl with lm instrument. Samples from both patients were initially ran on short sample (w) segment. However, the sample tube for the sample identified as (B)(6) was full. The customer shared that there was potentially a preanalytical error as the customer may have pipetted the sample from one patient, identified as (B)(6), into two cups and ran them under different sample identifiers. There was no evidence of an instrument malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the comprehensive metabolic panel (cmp) results of a patient sample, identified as (B)(6), recovered similarly to results obtained on another patient sample, identified as (B)(6), when processed on a dimension exl with lm instrument. The results for the patient sample, identified as (B)(6), were reported to the physician(s), who questioned the falsely elevated glucose result and falsely depressed enzymatic carbonate result. The customer performed a stick test for the patient and obtained a lower glucose result. The patient¿s blood was redrawn, and both the original sample and the redrawn sample for this patient were repeated on an alternate dimension exl with lm instrument. The repeat results aligned with the patient¿s clinical history. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.